Event description:
IT WAS REPORTED THAT THE PATIENT WAS EXPERIENCING INADEQUATE PAIN RELIEF DUE TO LEAD MIGRATION, WHICH WAS CONFIRMED THROUGH AN X-RAY. THE PATIENT UNDERWENT A PROCEDURE WHEREIN THE SPINAL CORD STIMULATOR (SCS) LEADS, ANCHOR AND IMPLANTABLE PULSE GENERATOR (IPG) WERE REPLACED. THE PATIENT WAS DOING WELL POSTOPERATIVELY. NO FURTHER INFORMATION COULD BE OBTAINED DESPITE GOOD EFFORTS.

Manufacturer narrative:
ADDITIONAL SUSPECT MEDICAL DEVICE COMPONENTS INVOLVED IN THE EVENT: MODEL NUMBER/CATALOG NUMBER: SC-2218-50. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: LINEAR ST LEAD KIT 50 CM. UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-1216. SERIAL NUMBER: (B)(6). BATCH/LOT NUMBER: (B)(6). MODEL/CATALOG DESCRIPTION: WAVEWRITER ALPHA 16 IPG KIT. UNIQUE IDENTIFIER (UDI) #: (B)(4). MODEL NUMBER/CATALOG NUMBER: SC-4318. BATCH/LOT NUMBER: 33872610. MODEL/CATALOG DESCRIPTION: CLIK X ANCHOR STERILE KIT. UNIQUE IDENTIFIER (UDI) #: (B)(4)

Event description:
It was reported that the patient was experiencing inadequate pain relief due to lead migration, which was confirmed through an X-ray. The patient underwent a procedure wherein the Spinal Cord Stimulator (SCS) leads, anchor and Implantable Pulse Generator (IPG) were replaced. The patient was doing well postoperatively. No further information could be obtained despite good efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event:Model Number/Catalog Number: SC-2218-50.Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: LINEAR ST LEAD KIT 50 CM.Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-1216.Serial Number: (b)(6).Batch/Lot Number: (b)(6).Model/Catalog Description: WAVEWRITER ALPHA 16 IPG KIT.Unique Identifier (UDI) #: (b)(4). Model Number/Catalog Number: SC-4318.Batch/Lot Number: 33872610.Model/Catalog Description: CLIK X ANCHOR STERILE KIT.Unique Identifier (UDI) #: (b)(4).Investigation Results:The Spinal Cord Stimulator (SCS) leads, Implantable Pulse Generator (IPG) and Clik anchor were not returned for analysis; therefore, a technical analysis could not be performed. Device History Record:It was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Investigation Conclusion:The devices were not returned for analysis. However, a product record review determined that while X ray imaging was reported by the clinical site to confirm lead migration and the patient underwent replacement of the spinal cord stimulation leads, anchor, and implantable pulse generator with reported postoperative improvement, there was insufficient objective evidence available to determine the underlying cause of the migration or to attribute it to a specific device malfunction or manufacturing issue. As no device components were available for evaluation and no additional information could be obtained despite good faith efforts, a definitive cause could not be established. Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.